Event description:
A certified ophthalmic technician (cot) reported that following intraocular lens (iol) implant surgery, a pt experienced diplopia. The lens was explanted, a vitrectomy was performed and the incision was enlarged. Upon removal of the iol, the pt's pupil was stretched. Additional info has been requested.

Manufacturer narrative:
Eval summary: the lens was returned. Both haptics are broken. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint of diplopia. The local length and resolution are acceptable. The observed drainage was indicated to have occurred during the explant procedure (haptic were cut). There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).